Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that on (B)(6) 2017 intra-aortic balloon (iab) therapy started. The console stopped pumping when the alarm was generated. Attempted to restart several times, however it did not restart. Removed iab and discontinued iab therapy. The alarm ¿low vacuum¿ and ¿check iab catheter¿ were generated 3 times. Although the patient expired the facility does not attribute the death to the device. The date of death is unknown.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 intra-aortic balloon (iab) therapy started. The console stopped pumping when the alarm was generated. Attempted to restart several times, however it did not restart. Removed iab and discontinued iab therapy. The alarm ¿low vacuum¿ and ¿check iab catheter¿ were generated 3 times. Although the patient expired the facility does not attribute the death to the device. The date of death is unknown.